Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the speaker in the mx40 device was not working. No adverse patient impact reported.